Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer 1514511 and 1476715 were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The actual date when the medical event occurred is unknown. The date of event is the date when abbott diabetes care became aware of the issue. The date of manufacture for the second test strip (1476715) is april 30, 2016. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on an unspecified date/time she received unspecified high readings from her adc blood glucose meter. It was further reported that due to the high readings she self-presented to her healthcare provider and was advised to increase her glucophage (metformin) dose. After increasing her metformin dose she "went so low" she felt "shaky, nervous and agitated". Customer performed another test using her meter and received an unspecified low reading so a neighbor took her to an emergency room. At the ER a reading of "like 32 mg/dl" was received, but it is unknown on what device this reading was obtained. Customer was treated with a glucagon injection. It is unknown if the "low reading" received on the adc device would be consistent with the treatment rendered. No further information was provided as customer declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.